Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected: h4 updated: g3, g6, h2, h3, h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the drill bit completely twisted off. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6. Product was returned and evaluated. Visual examination of the returned product identified that the flexible driver was fractured within the flexible shaft sub assembly region near the drill bit connection end. Device showed signs of use with scratches on the driver quick connect and drill bit connection end. The silicon rubber sleeve was torn in multiple places including near the fractured flex shaft. Review of the device history records identified no deviations or anomalies during manufacturing. No other damage was noted during visual evaluation. The root cause is unchanged. The complaint was confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.